Event description:
It was reported that the patient experienced severe pain and implant loosening approximately four (4) years following the patient's last left knee arthroplasty. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen lcck cemented option femoral component left size f catalog #: 00599401691 lot #: 64319061, nexgen stemmed precoat cemented tibial component size 6. Catalog #: 00598004702 lot #: 63377478, nexgen precoat tibial block and screwssize 6 5mm. Catalog #: 00598800626 lot #: 63101473, nexgen precoat tibial block and screws size 6 5mm. Catalog #: 00598800626 lot #: 63108231, nexgen straight stem extionsion 12.7mm x 30mm. Catalog #: 00598801212 lot #: 62719567, nexgen articular surface with locking screw green 12mm size e, f catalog #: 00599404012 lot #: 64204487, nexgen standard cemented all poly patella size 35mm, catalog #: 00597206535 lot #: 61113009. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient experienced severe pain and suspected implant loosening approximately four (4) years following the patient's last left knee arthroplasty. There are no plans to revise the patient at this time after no complications with the implants or healing were identified. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - stem medical records were provided and reviewed, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.